Event description:
The contact thought that the cartridges were not the cause of the occlusions, but the pump was the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was 240 mg/dl and insulin injections were used to address the bg level. The customer had changed the cartridge and infusion set site multiple times. The customer was to use a cartridge from a new box. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Event description:
Tandem technical support reviewed the pump t:connect logs and found that the customer had multiple occlusion alarms on (B)(6) 2016. Initially, after receiving the occlusion alarm, neither the cartridge or other pump supplies were changed.